Event description:
This lead was implanted on (B)(6) 2008. A product experience report was received on 07/02/2018 stating that this lead was capped and abandoned due to impedance issues. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).